Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's display screen was blank and the device's blower was not working. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint could not be confirmed. The device was found to function and operate as designed.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank and the device's blower was not working. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.